Event description:
Customer reported to customer svc that their pump in style breast pump transformer has kinks, exposed wire, and gets hot when plugged in.

Manufacturer narrative:
A replacement power supply was sent to the customer to resolve the issue. In the f/u with customer, she indicated that the cord casing has come away from the wire at the base of the adaptor and wires exposed which is a safety risk. The customer did not witness any flame or fire and there were no injuries sustained from the result of the issue. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from 1 m height per ul2601-1 2nd edition. Product samples were dropped 3 to 5 times from a height of 1 m and the housings showed damage and cracking (only after at least 3 drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 4/4/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should add'l info or the original product be received, resulting in new, changed or corrected info, a f/u report will be filed at that time.